Manufacturer narrative:
(B)(4).

Event description:
A report was received that the physician aspirated fluid at the pocket site. It was noted that there was no sign of infection. The patient was doing well postoperatively. No further course of action.